Manufacturer narrative:
Should additional information become available, a supplemental record will be filed. MDR is being submitted as a result of a retrospective complaint review. Return finds: broken rail at seat rail.

Event description:
Broken at weld, where seat rail meets x-brace.